Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain. It was reported that the patient was having problems with charging, it is taking a longer time to charge than previously. The patient is thinking about getting a non-rechargeable battery implanted. The patient stated that their doctor told them some people have to get the battery replaced after 8-9 years with high use. The patient indicated that they are not having coupling problems. The patient declined troubleshooting, but wanted to schedule an appointment with a manufacturer's representative (rep). The patient contacted their healthcare provider (hcp) and didn't have rep contact information. The patient was forwarded to their hcp to address the charging issues. No further complications were reported or anticipated. No symptoms were reported. On (B)(6) 2018 lfc (con): additional information was received from the healthcare provider. It was reported that from july-august, the patient reported it took long to charge the ins. Multiple attempts were made to charge. The patient is in the process of getting it replaced and has a consultation with the surgeon on (B)(6).